Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 01:03am and 01:05am on (B)(6) 2022, in which a user did not complete manual replacement of the reagent in bottle 14 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual. Bottle 14 (xylene) was not in contact with the corresponding sensor from 01:03am on (B)(6) 2022 for sufficient time to complete manual replacement of the reagent in this bottle, with a user affirming in the instrument graphical user interface (gui) that the reagent concentration in bottle 14 (xylene) was to be set to the default value of 100% at 01:05am on (B)(6) 2022. However, the information available details that the reagent in bottle 14 (xylene) was comprised of "bottom layer (water/ethanol mix) was 4.4l, top layer was 600ml (xylene)". Consequently, the xylene concentration in bottle 14 was approximately 12%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 14 (xylene) with a xylene concentration of approximately 12% due to the use error detailed above, was used for the final clearing step of both the "12 hr factory protocol" started in retort a at 13:06pm on (B)(6) 2022 and the customized 6 hour protocol started in retort b at 21:02pm on (B)(6) 2022. The minimum xylene concentration required for use in the final clearing step in a tissue processing run is 95%. The consequences of using xylene at a concentration less than the minimum required for the final clearing step in a tissue processing run are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following: "tissue not processed properly - processing issue with this machine over the weekend for both 6 and 12 hour runs with blocks coming out of the machine looking as if they're dripping with water and under processed. I checked the event log and all runs were completely successfully, however the machine is due for service in june of this year..." On (B)(6) 2022, the assigned leica senior advanced application specialist-anz (fas) visited the customer site to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the patient tissue samples involved in this event were derived from both a "12 hr factory protocol" comprising 170 cassettes, which started in retort a at 13:06pm on (B)(6) 2022 and competed at 03:00am on (B)(6) 2022 and a customized 6 hour protocol comprising 196 cassettes, which started in retort b at 21:02pm on (B)(6) 2022 and completed at 03:02am on (B)(6) 2022. The fas also documented that the tissue types of the affected patient samples were "skin, gi biopsies and gynie [sic]" and the affected patient tissue samples had been re-processed using "taggarts method, solution was heated in a microwave (without tissue)." The size(s) of the affected patient tissue samples was not provided. The fas inspected the reagent in bottle 14 (xylene) and documented the following observations: "bottle 14 contents was removed into 4l conical flask and multiple measuring cylinders. Bottom layer (water/ethanol mix) was 4.4l, top layer was 600ml (xylene). Bottle 14 was last changed (B)(6) 2022 1:05am reagent management - station properties reset, bottle 14, xylene, concentration=73.5677, cycles=9, cassettes=1441, days=8. Bottle 14 was used as the last xylene in both the run affected (6hr and 12hour)."